Event description:
While on the line with technical support, patient reviewed values in the advantage meter memory. Patient reported finding back-to-back blood glucose results of 511 mg/dl and 232 mg/dl. Patieint did not indicate if therapy was modified based on these values. No associated injury was reported. Patient did not know if the above listed values were obtained using blood or control solution. Patient did not provide the location where the discrepant results were obtained. Valid quality control testing had not been perforemd on the advantage system (patient's control solutions had expired). Technical support requested the return of the suspect product and replacement product was shipped.